Manufacturer narrative:
Product complaint #: (B)(4). D4. Gtin: product was marked for gudid exclusion. Unique identifier (UDI) : UDI/gtin information is not applicable. Product is no longer marketed. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that pin was bent. The surgery was completed successfully without any surgical delay.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: according to the investigation provided, it was reported that the product in question was used in the surgery. The root of the product in question was bent. Therefore, when the product was attached to a power tool and rotated, it did not rotate straight. The surgery was completed successfully without any surgical delay. No further information is available. Based on the tracking number 2720 3915 0388, the device was sent at the decontamination site and the device was not able to be located. A non-conformance nc-1934 was opened to address this occurrence at the decontamination site. As the device was not able to be located, the complaint reported was not able to be confirmed nor investigated. Without physically evaluating the device, a definite root cause cannot be determined. If the device returned to evaluation, this complaint will be re-opened to capture that information. At this point in time, depuy synthes will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device history lot: the device lot number is unknown, therefore a device history review could not be performed. If the lot/serial number becomes available, the record will be re-assessed.